Event description:
It was reported that during a cardiac ablation procedure, after four pulmonary vein (pv) treatment, the physician felt a strange sensation when attempting to do in postmap with the loop catheter. After the postmap was taken, the loop catheter was inserted into the left superior pulmonary vein (lspv) and pace was performed from the loop catheter and when isolation was checked, the patients the blood pressure suddenly decreased. Pericardial effusion was confirmed by echocardiogram. A pericardiocentesis was performed. The patient was transferred to intensive care unit (ICU). The outcome of this case is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the procedure was completed and the patient was hospitalized for two days longer than planned.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic unknown, product type: radiofrequency (rf) needle, product ID: non-medtronic unknown, product type: short sheath, product ID: non-medtronic unknown, product type: ultrasound console, product ID: non-medtronic unknown, product type: extracardiac device, product ID: non-medtronic unknown, product type: guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.